Event description:
It was reported that following a fall patient experienced ineffective therapy. Patient's leads had high and low impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: initial reporter phone number (B)(6).